Event description:
Information was received that reported a patient was hospitalized in 2007 due to hyperglycemia. The patient reported that woke up on the same day, feeling ok with a blood glucose of 198 mg/dl. One hour later, she was vomiting and feeling very ill she tested her blood glucose and it was 310 mg/dl. She went to the ER, upon admit her blood glucose was 468 mg/dl. She was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.